Event description:
It was reported that upon removal of device from right upper arm it came out at an angle. The pw infused well during his collection, but never drew. The patient reported some bleeding at home at the site of the right pw location after the 1st day of collection.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. It was found that the tubbing was kinked caused by the supplier. DHR review was done, no issues related to the original complaint were found.